Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of low erroneous results for 1 patient sample tested for elecsys hcg + beta test system (hcg + b) on a cobas 6000 e 601 module. The erroneous results were reported outside of the laboratory. The initial hcg + b result was run from the secondary tube with a 1:10 dilution and the result was 37.30 miu/ml. This result was reported outside of the laboratory where it was questioned by the physician since the patient was pregnant. Repeat testing was requested. On (B)(6) 2017 the sample was run from the primary tube and the result was 8714 miu/ml. The secondary tube was repeated using no dilution and the result was 8109 miu/ml. The sample was repeated again from the secondary tube using a 1:10 dilution and the result was 8381 miu/ml. No adverse event occurred. The hcg + b reagent lot number was 179825 with an expiration date of 1/31/2018. The field service engineer (fse) visited the customer site on 01/18/2017 and checked the physical alignment of the instrument, specifically the alignment of the sample probe during pipetting. According to the fse, all adjustments were good. The investigation stated that instrument alignments should be checked again as there could be a possibility that instrument alignments are not optimal. A specific root cause could not be identified. Additional information was requested for investigation but was not provided. Calibration and quality control data from the day of the event were acceptable. No reagent issue was indicated. A review of the assay performance check data and the alarm trace data don¿t indicate any issues that could have caused the event. The tube manufacturer's preanalytical conditions were met. Possible root causes for this event may be sample quality and insufficient maintenance.